Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). The lesion was pre-dilated using a 2.50 x 12 mm non-compliant balloon. A 3.50 x 28 mm promus elite drug-eluting stent (des) was then deployed at high pressure and post dilated with a 3.50 x 12 mm non-compliant balloon. A flow-limiting, type b dissection at the distal edge of the stent occurred in the mid-lad as a result of vulnerable plaque. A 3.00 x 12 mm promus elite des was deployed to cover the dissected area. The procedure was completed, and the patient fully recovered and was stable at the end of the procedure.